Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿doctor requests a study of the following reference implanted in the hospital (B)(6) on (B)(6)2022 - adeslas surgery - episode e188680. -1219-32-148 with batch: jk5243. The patient is admitted to make a replacement of the polyethylene (B)(6) 2026" additionally, "premature wear of polyethylene/premature replacement of polyethylene". The product return to depuy synthes for evaluation. Visual analysis of the pinn mar +4 10d 32idx48od revealed that four out of six anti-rotation device (ard) tabs broken off. Additionally, the rim was found cracked and broken. The lip displayed a broken condition near the product information. In the cracked and broken areas what appears to be organic matter was noted. The broken fragments were not returned for evaluation. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner locking mechanism failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device [product code. 121932148 / lot. Jk5243] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 32idx48od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [product code. 121932148 / lot. Jk5243] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [product code. 121932148 / lot. Jk5243] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent the replacement of the polyethylene due to premature wear of polyethylene.